Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2002.

Event description:
It was reported the patient is deceased. It was also reported there was a sensing/detection problem with the device. The device detected ventricular fibrillation (vf) and delivered therapy; however upon re-detection, therapy was aborted due to under-sensed fine vf. Additional information was requested and it was learned the cause of death is not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.